Event description:
A physician reported a certas valve (ID 828806) was implanted via l-p shunt in march 2022 with setting 5. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Cerebrospinal fluid (csf) retention under skin around the valve and swelling were observed. According to the physician, it was thought that it was caused by disconnection of the connector. While the peritoneal catheter was placed, water was passed through the valve with a syringe, the water did not flow smoothly. A skin incision was made and the peritoneal catheter was cut halfway through to conduct a water flow test. Valve obstruction was suspected; therefore the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; no defects noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted.